Event description:
The manufacturer sales representative reported that the device leaked during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device leaked during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device leaked during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.